Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 502 mg/dl at the time of hospitalization. The customer stated that the high blood glucose started from 281 mg/dl then went up to 442 mg/dl. The insulin pump will not be returned for analysis.